Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty cycler set malfunction or product deficiency caused or contributed to this event. Staphylococcus aureus is an organism that normally resides on human skin. Therefore, it is reasonable to associate the patient¿s peritonitis to touch contamination, as reported by the pd nurse. Touch contamination is a well-documented risk factor for peritonitis in pd patients. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted customer support reporting that they have peritonitis. There were no reported issues with any fresenius products related to the patient¿s peritonitis event. During follow-up, the patient¿s pd nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2019. The patient¿s pd effluent culture yielded growth of the organism staphylococcus aureus. The patient was treated with vancomycin 1500 mg intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient has fully recovered from the peritonitis event. The nurse reported that the patient¿s peritonitis was not related to any fresenius device/product issue. Per the nurse, the cause of the patient¿s peritonitis was associated with touch contamination. The patient is continuing pd therapy without any further reported issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided, therefore, device history and manufacturing records could not be reviewed. In addition, a system search found no information with the customer number receiving the reported product. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.